Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported her infusion device sys fails "to control ketones and insulin". Advised pt to try to test her blood glucose with a different instrument. Pt stated she tested her blood glucose on another meter and received the same blood glucose reading of 'hi". Advised pt to try to control her hyperglycemia in another way. Pt reported she feels good and doesn't have any symptoms. Pt stated she went to the hospital. Pt reported the hospital meter is calibrated up to 600 mg/dl. Pt stated they tested her blood glucose and received a reading of 'hi". Pt reported she then called her doctor and the doctor advised taking multiple injection therapy. Pt stated she initially tried to take a bolus and it seemed okay. Pt reported her doctor advised her to walk a lot to try to lower her blood glucose reading. Pt stated the infusion device did not give any warning. Pt reported the infusion device doesn't work very well so she used an insulin pen to treat her blood glucose. Product was replaced and requested return of the suspect product for eval.